Manufacturer narrative:
Insulin pump was received with frozen display at software version screen then constant tone alarm due to cold solder joint on motherboard. All the buttons functioned properly and no moisture damage on keypad traces. Keypad connector was fully locked. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump gave a high pitched tone. Buttons were unresponsive. Customer tried replacing the batteries but the issue persisted. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.